Manufacturer narrative:
Covidien reference # : (B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This report was submitted on 10/26/2015, prior to the due date. However, due to issues with the FDA gateway, the report was not received by the FDA. Under the direction of the FDA, this is being resubmitted.

Event description:
The customer reported that during a laparoscopic gastric bypass the device was not sealing as expected. There was no patient injury. Additional questions have been asked to the site contact, but to date, no response has been received.